Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 46. Primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.